Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found fractured during device change out. It was identified via fluoroscopy. The lv lead was capped. No adverse patient effects were reported.